Event description:
It was reported that during a stenting procedure, stent recoil occurred. The patient presented with a dissecting aneurysm located in the right internal carotid artery (rica). The vessel diameter was 6mm and the aneurysm length was approximately 10cm. Vascular access was obtained in the superficial femoral artery (sfa). The physician positioned the leasing markerband of the 7mm x 50mm 9fr wallgraft endoprosthesis with unistep plus delivery system 1cm beyond the dissection site and successfully deployed the stent. However, after approximately 3-4 minutes, the physician injected contrast and noted that the wallgraft had recoiled and one end of the stent was "in the aneurysm". No attempts were made to reposition the stent. The physician then deployed a 7mm x 30mm 9fr wallgraft distal to the first implanted stent, the length of overlap between the two stents was 3cm. No further patient complications were reported that the patient's status post procedure was noted as "stable".

Manufacturer narrative:
The device was implanted, therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and it noted within the dfu.